Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized twice for low blood glucose. One hospitalization was due to a car accident that was caused by a low blood glucose. The customer did not provide any blood glucose reading and declined further assistance at that time.